Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facscanto¿ ii biohazard leakage occurred outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from italian to english. The customer reports a liquid leak from under the cart. The customer opened the rear door of the cart but saw no obvious signs of leakage. The instrument is however working correctly at the moment. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? No. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Unknown. Was the waste mixed with decontamination / bleach? No. Was the customer / bd personnel physically in contact with the fluid? (If no, no further questions required.) No.

Event description:
It was reported while using bd facscanto¿ ii biohazard leakage occurred outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from italian to english: the customer reports a liquid leak from under the cart. The customer opened the rear door of the cart but saw no obvious signs of leakage. The instrument is however working correctly at the moment. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? No. 3) was there spray of liquid under pressure? No. 4) what was the fluid that leaked? Biohazard. 5) did biohazard leak before or after waste line? Unknown. 6) was the waste mixed with decontamination / bleach? No. 7) was the customer / bd personnel physically in contact with the fluid ? (If no, no further questions required.) No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00027 was sent in error. The leakage was sheath not biohazardous material, therefore, this is not considered to be a reportable malfunction.